Event description:
It was reported the patient's battery only lasted six months and was "nothing but trouble." The device "shut down completely" last summer due to solar flares and just "quit working." That stimulator was replaced due to estimated replacement indicator and end of service. There was normal battery depletion. There was no injury to the patient and they recovered without sequelae.

Manufacturer narrative:
Product ID 3888-33, lot # v089529, implanted: (B)(6) 2008, product type lead; product ID 3888-33, lot # v089529, implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3487a-45, lot # v078605, implanted: (B)(6) 2008, product type lead; product ID 3487a-45, lot # v078605, implanted: (B)(6) 2008, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the device, serial no. (B)(4), found device battery normal end of life, telemetry and output okay; no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.